Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor glucose and blood glucose had big difference. Customer's blood glucose was 112 mg/dl and sensor glucose was 91 mg/dl. During troubleshooting, customer mentioned she was hospitalized for diabetic ketoacidosis. Customer had issues with the device buttons. Customer will not be returning the device for analysis.